Event description:
Per the clinic, the patient experienced pain at the implant site and subsequently was treated with antibiotics (specific date and duration not reported). However, the issue did not resolved. Explant and reimplantation is planned but has not taken place at the time of this report. Additional information has been requested but it has not been made available as of the date of this report.

Event description:
The device was explanted on (B)(6) 2022. The patient was reimplanted with another cochlear device during the same surgery.